Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and abdominal pain. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. Two days prior to the peritonitis diagnosis, the patient was treated with injection zentamycin (20 mg, once daily, intraperitoneal, one dose), injection vancomycin (1 g, every 3 days, intraperitoneal, discontinued), and tablet fluconazole (dose unknown, once daily, oral, discontinued after two days). On the same day as peritonitis onset, the patient was treated with injection amikacin (150 mg, once daily, intraperitoneal, discontinued) for peritonitis. Twelve (12) days after event onset, the patient recovered from peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.